Event description:
Procedure: hemorrhoidopexy. According to the reporter: the original procedure date was unknown. One to two weeks post-operatively, the patient was brought to the surgeon's office and presented with bleeding and ulceration around the staple line. The surgeon treated the patient, and the patient is being watched.

Manufacturer narrative:
(B)(4).